Manufacturer narrative:
This device was previously reported on MDR #: 3030677-2016-00364, (B)(4). The device investigation is still pending the return of the device. (B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.